Event description:
The customer reported that the system locked up during a case. The system had to be rebooted and the procedure was completed. There was no pt injury or death reported.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable. However, no report of pt or staff injury was reported.